Event description:
It was reported that the device exhibited a travel course error. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found no damage. A review of the event history log found a travel course error. Functional testing was able to duplicate the reported problem. It was determined that loose leadscrew nut was the root cause. To address the issue the leadscrew nut was tightened down to factory specification. The service history review identified no indication that the complaint was related to a service of the device within the review period.